Event description:
It was reported that the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6921l implantable tachy lead, (B)(6)1995; 0041 competitor implantable tachy lead, (B)(6) 1995; 0014 competitor implantable pacing lead, (B)(6)1999; 0015 competitor implantable pacing lead, (B)(6) 2006. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.